Event description:
It is reported that the pt's hip dislocated on (B)(6) 2010. An attempted closed reduction was unsuccessful. The pt returned to the emergency room on (B)(6) 2010 and the hip was successfully reduced.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: emergency room records noted that tissue was potentially in the way of the joint which did not allow successful reduction on the day of dislocation. Radiological result documentation from (B)(4) 2010 note that there is no acute fracture or dislocation detected post reduction. X-rays are not returned for review to assess the component fit and orientation. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. W/o more info, a definitive root cause for the event described cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.